Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with fortum injection (500mg each bags, intraperitoneal and discontinued after 2 days) and two days later the patient was treated with meropenem injection (250 mg and ongoing) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that treatment with antibiotic was discontinued. The patient was recovered from the event but remained hospitalized. Pd therapy was discontinued and the patient switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted."